Manufacturer narrative:
Additional information: (manufacturer name, street 1), (first and last name, email). Evaluation summary: the product was not returned, however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The product in the picture did not meet specification. The picture showed a sponge that is in two pieces. The sponge had been used. The reported condition was confirmed. The investigation of the picture found the sponge had been torn into two pieces. Without the sponge pmv could not determine from the picture how or why the sponge tore. The investigation could not determine the root cause of the customer's report. The customer is advised to return the device so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotics procedure, the sponge had been removed through a trocar site when it ripped in half with the ¿chip¿ going to one portion and the radiopaque (x-ray) portion going to the other torn portion of the device. This surgical technique was used for robotics procedures as well as for laparoscopic procedures as it was the only method in which a sponge can be removed from inside of the patient. No patient injury.